Event description:
Caller reported aviva blood glucose results: 10:17 am 588 mg/dl 10:18 am 233 mg/dl 10:18 am 390 mg/dl 10:19 am 391 mg/dl 4:01 pm 447 mg/dl 4:01 pm 215 mg/dl reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.